Manufacturer narrative:
Kci is reporting this event without regard to whether a kci product may have caused or contributed to the alleged unstageable skin breakdown. Awaiting the return of the product to perform device eval. Device labeling, available in print and online, states check each of the following before placing the pt: check mattress surface for tears or cracking; do not use if tears or cracks are present. Ensure mattress is free of stains and is not overly faded. Ensure air inlet hoses and connectors on mattress and pump are clean and undamaged. Skin care: remove excess moisture and keep skin dry and clean. Check pt's skin regularly in area where incontinence and drainage occur. Ensure linens under pt are not wrinkled.

Event description:
The following info was reported to kci by the facility nurse: on (B)(6) 2010, the nurse reported that the pt was placed on a facility owned atmosair and on an unk date, the pt experienced an unstageable pressure ulcer on the left thigh trochanter. The pressure ulcer measures 2 cm x 1.8 cm and the ulcer was covered with slough. The depth was undetermined due to the slough. There was no report of a mattress malfunction. It was reported that the facility does not have a written turning protocol but that they do turn their pt's "regularly". The pt was coherent enough to know when to turn when prompted.